Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of noise was confirmed in the laboratory via review of the stored egms. Visual inspection noted septal damage and blood inside the connectors. It is likely that the septum was damaged during implant which allowed body fluid to enter the connector areas, thus leading to noise. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that noise was observed on the ra and rv lead channels. The device was explanted and replaced. It was noted that during the replacement procedure, blood and tissue ingrowth were observed in the header. The patient was in stable condition before, during, and after the procedure.